Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting a false positive sars result. Customer communicated the first test they took was positive but had several quidel qv tests that were negative after the initial positive. Customer communicated they also had a pcr test that resulted negative.